Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred before use and led to the label smudging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph shows a smudge of the printing on the label attached to the device, and identified a drop of liquid on the lavender coil cap. This is suggestive of a leak; however, the exact location of leak and the cause of leak could not be determined via the photograph. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.